Event description:
This spontaneous report, the customer reported that they "became unconscious and they had a blood glucose of 36 mg/dl", concerns a patient treated with an induo insulin doser since 2003 for type 1 diabetes.in 2005, while setting their dose on the doser in question, the patient dialled passed the number of units that they needed for their dose, but the patient was unable to adjust the dose backwards. The patient stated that they believed this problem caused them to receive too much insulin. The patient reported that they became unconscious and a family member called 911. A family member gave the patient orange juice although the patient could not remember how they were able to drink it. When the paramedics arrived they tested the patient blood glucose legel, which was 36 mg/dl, and treated them with glucose intravenously (dose unknown). The patient blood glucose level normalized (blood glucose lever unknown) that same day (duration of time from treatment to recovery unknown). The patient reported that they have the same problems with the doser prior to this event (details not provided), but they never lost consciousness before. There had not been any recent changes in the patient's diet, activity level, or health status. The patient has not renal, hepatic, or other medical disorders. The patient stated that they performed an air shot before each injection and did not rescue their disposable needles. The patient did not perform a function check on the doser.

Event description:
Took too much insulin; unconscious; blood glucose level of 36 mg/dl (overdose). Unconscious with a blood glucose level of 36 mg/dl (hypoglycemic coma). This spontaneous report, reported by a consumer, as "became unconscious and blood glucose of 36mg/gl", concenrns a pt treated with an induo insulin doser since 2003 for type 1 diabetes, which was diagnosed in 1968. In 2005, while setting their dose on the doser in question she dialled passed the number of units that theyu needed for their dose, but they was unable to adjust the dose backwards. Pt stated that they believed this problem caused them to receive too much insulin. The pt reported that they became unconscious and their family member called 911.